Event description:
On (B)(6) 2010, this pt was implanted with three gore excluder aaa endoprostheses to treat 65.4 mm abdominal aortic aneurysm. It was reported that the pt's anatomy was within instructions for use, and final angiography showed good seal of the graft in the proximal neck with no evidence of endoleak. It was reported that f/u angiography taken 6 months postoperatively showed no evidence of endoleak or aneurysm enlargement. On (B)(6) 2011, a f/u computed tomography scan reportedly showed aneurysm growth to 73.6 mm with evidence of a proximal type I endoleak. It was reported that the cause of the endoleak is unk. It was reported that on (B)(6) 2011, an add'l procedure was performed whereby the gore excluder aaa endoprostheses were relined with add'l devices. No further adverse events were reported.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. The cause of the proximal type I endoleak is unk. (B)(4).